Manufacturer narrative:
The problem may could be traced to a component failure. We are unaware about operator injury. The event is currently under investigation, we are waiting for more information by distributor.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.